Manufacturer narrative:
An event of aortic stenosis resulting in patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 23mm trifecta gt valve was implanted during an aortic valve replacement and aortic root enlargement procedure. On (B)(6) 2017, the patient was discharged home. On (B)(6) 2017, the patient was found unresponsive at home. Ems was called and resuscitation was attempted but the patient was pronounced dead. On (B)(6) 2017, an autopsy report was relatively unremarkable listing sudden cardiac death with no other clear precipitation event. The death certificate lists aortic stenosis as the immediate cause of death. The patient's history includes carotid stenosis with right internal carotid having 50-69% stenosis (carotid us (B)(6) 2017). Coronary arteries were normal with the exception of a mild ostial kink of narrowing of circumflex of 30%. (Clinical study patient ID: (B)(6)).